Event description:
A revision surgery was reported due to loosening.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the returned patella components loosening. Macroscopic photo analysis and dimensional inspection were performed on the retrieved patella components. Upon visual examination, the patella components have deformation on the articulating and backside surfaces. The critical dimensions of the patella components were checked against (B)(4) and drawing # (B)(4) for 32mm patella and against (B)(4) and drawing # (B)(4) for 35 mm patella using standard operator self-inspection instruments. For both the components height and thickness measured within specification. The dimensions profile and overall diameters could not be accurately measured due to the deformation present. Based on the dimensional and visual analysis the factors that could have contributed to the patella component loosening could not be determined.